Event description:
On (B) (6) 2009, a (B) (6) male pt had an l5-s1 fusion completed. F/u x-rays taken on (B) (6) 2009 revealed loose set screws. The md decided to leave the screws in place and monitor the pt. The original procedure was completed without complications.

Manufacturer narrative:
Device was not returned to MFR; no eval could be performed. (B) (4).